Manufacturer narrative:
A request for the return on the device has been made.

Event description:
Overinfusion of an unk medication on an pump. Although attempts were made by baxter to obtain additional information from the reporting facility, details wee not available regarding patient demographics, medication involved or theset up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.